Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings on her adc freestyle libre sensor than she was feeling. Customer further reported that on (B)(6) 2017 she began to experience unspecified symptoms of hypoglycemia at 13:30, but her sensor was producing very high readings and provided the following results: 9.1 mmol/l (164 mg/dl) at 13.30, 14.1 mmol/l (254 mg) at 14.30, 17.7 mmol/l (319 mg/dl) at 15.14, 11.3 mmol/l (204 mg/dl) at 16.00, 8.9 mmol/l (160 mg/dl) at 16.10, 13.4 mmol/l (241 mg/dl) at 16.25 and 11.7 mmol/l (212 mg/dl) at 16.30. The trend arrow at the time was in the diagonal/upwards position. Customer subsequently experienced both a seizure and a loss of consciousness. Paramedics were called, treated customer on the scene with an intravenous infusion of 40% glucose and transported customer to a hospital. At the hospital, a reading of 31 mg/dl was received on an unspecified hospital device and customer was diagnosed with hypoglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.